Manufacturer narrative:
A ge service representative performed an over the phone investigation. The ps1 power supply was identified as the cause of the event and ordered for replacement. The customer confirmed receipt of the power supply. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
It was reported that the system failed to boot up. No patient serious injury or death was reported related to this event.